Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display appeared broken, allowing device to unlock but preventing navigation, and a replacement ilet was arranged. Symptoms included no reported glycemic issues. Outcomes included the user reverting to backup therapy and continued device use was interrupted pending replacement. Investigation included device replacement logistics and review of user feedback and images. Investigation of this device revealed a display malfunction consistent with a damaged or nonfunctional screen assembly that impeded user interface operation without generating alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display module.